Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the faults. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, errors c-33 and c-34 occurred on the erbe. The technical support engineer (tse) checked the logs and confirmed the errors. According to the customer, the erbe generator is connected to a dedicated wall socket. The tse guided him to power cycle the erbe, but the issue persisted. The tse advised the customer to disconnect the power plug from the erbe for 1 minute. After the restart, the errors kept coming back. The tse informed the surgeon they could use a third party device (coviden/ valley lab force triad). They connected a third-party generator to proceed with the procedure. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis (fa). The integrated electrosurgical unit (iesu) was analyzed and the reported failure was confirmed and reproduced. Fa found error c-33 in the logs.

Event description:
Refer to h10/h11 for follow-up information.